Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that today (B)(6) 2024 noticed a sudden return of bladder symptoms and tried to connect to implant however hasn't been able to connect to implant. Patient also mentioned that last monday had a lithotripsy for treatment of kidney stones. Agent did not ask about the circumstances that led to the reported issue. With instruction, patient successfully connected to the implant and made a slight increase to the setting. Patient will maintain stimulation level and will continue to track symptoms.